Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a rebel bms catheter in two pieces. The balloon was loosely folded with the stent secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. The hypotube was completely separated 76cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on analysis completed on 23aug2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 90% stenosed, 28x3.50mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 28 x 3.50 rebel stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient was stable. However, returned device analysis revealed hypotube separation.